Manufacturer narrative:
Concomitant medical products: dtbb1d1 device, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the outer insulation of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the patient experienced enterococcus bacteremia with evidence of lead vegetations on transesophageal echocardiogram (tee). No further patient complications have been reported as a result of this event.